Event description:
It was reported that externalized conductors were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Internal insulation abrasion was found at 12.5-14.2cm and 33.5-35.0cm from the distal tip. The etfe coating was intact at these locations.